Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the cartridge for longer than 72 hours with novolog insulin, and using cold insulin. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours with novolog insulin.and using cold insulin, is off label per the user guide. There was no reported adverse impact to customers blood glucose (bg) level.